Event description:
Nurse noticed ventilator alarming, but was unable to determine the cause. Pt's 02 saturation 73%- 95% during incident. Pt was bagged with 100% 02 while ventilator was being charged. Ventilator was replaced and pt saturation returned to 100%. Event was reported to rental co. Ventilator was sent back.